Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming inop and stopped ventilating. The customer stated there was a patient involved when this issue occurred. The customer reported the ventilator was removed from the patient and placed on another ventilator, there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the gas delivery engine (gde) and performed a failure investigation. The reported issue was duplicated in the laboratory setting. Bench testing revealed the date in the pcb init air inlet pres was not valid, calibration was not complete during pm.